Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), philips field service engineer (fse), and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the equipment is making noise in the power supply. The device was evaluated at the customer's site by the philips fse. Based on the results of the analysis, the product malfunction was unable to be confirmed, because the device is eol (end of life). No repair work was performed by philips. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. H3 other text : end of life / end of support.

Event description:
It was reported to philips that the heartstart mrx defibrillator is making noise in the power supply. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.